Event description:
The device was returned to the MFR with no info. The pt was listed as expired in the MFR's device registration system. The cause of death and relationship of death to device was not provided. Add'l info has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.